Manufacturer narrative:
A lot history record review was completed for lots 25118230, 25118795 and 25119720 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The entire evh kit was returned to the factory for evaluation. Signs of clinical use were observed. No blood was observed to the devices. A visual inspection of the package and its contents was conducted. The reported hair in the device was not identified and was not observed during the visual inspection. A second investigator conducted a visual inspection and did not identify the reported hair. Based on the returned condition of the device and the results of the investigation, the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro sterile package had a long hair in it . A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
On (B)(6) 2016 02:26 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro sterile package had a long hair in it . A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.